Event description:
Per clinical review: on (B)(6) 2025, the team at the user facility experienced a problem with their blood parameter monitor (bpm) during cardiopulmonary bypass whereby the potassium (k+) value drifted off from the in-vivo. The users mitigated this issue by doing additional lab samples. There are two thermistors on the bpm probe, the first is to measure the shunt sensor blood temperature, the other is to measure non-blood temperatures and compensate for ambient thermal factors in the final calculated shunt temperature. It was determined that the cause of failure was due to incorrectly wired dual thermistor leads (lead wires were soldered to the wrong location). Although the thermistors were operating correctly, this caused the temperature reading of the bpm probe to be inaccurate due to the switched inputs of the two thermistors. Since temperature is an input to the calculating algorithms for other parameters, those may also be inaccurate. The device was not changed out. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Manufacturer narrative:
Updated blocks.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. During investigation, it was determined that the cause of the issue was incorrectly wired dual thermistor leads. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) potassium (k+) reading drifted off from the in vivo value. The issue was mitigated by taking additional blood gas samples. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.